Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopy, there was a problem once the stapler was removed and the blade had not cut in between the staples. The device fired a load of staples but they did not remain intact. The staples started coming off the mucosa almost immediately. It was oversewn with two layers. A new stapler was used for the remainder of the pouch and was oversewn for reinforcement. There was tissue damage. The mucosa of the staple line became inflamed and came apart from the staple line it was oversewn. No reinforcement material was used in conjunction with the stapling device. Surgical time was extended by more than 30 minutes due to the product problem. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc.

Manufacturer narrative:
Based on new information from the account, this file was updated to a serious injury.

Event description:
Once the stapler was removed and it was clear that the blade had not cut in between the staples. The device fired a load of staples but they did not remain intact. The staples started coming off the mucosa almost immediately. The staple line was over sewn with two layers. The mucosa of the staple line became inflamed and came apart from the staple line. A new stapler was used for the remainder of the pouch and was over sewn for reinforcement. The original procedure was a laparoscopic completion proctectomy with ileoanal pouch anastomosis.